Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic relief. The patient's catheter was spliced during a catheter revision on (B)(6) 2011. The patient recovered without sequela on (B)(6) 2011. The medications being delivered via the device system were morphine, bupivicaine, baclofen and droperidol.